Manufacturer narrative:
The reported event of high impedance / lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation due to invalid impedances. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue. Lead fracture was seen. Reportedly, impedances were normal and therapy was established post operatively.